Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Lee, g. W., md, park, k. Y., md, kim, d. Y., md, lee, y. M., md, eshnazarov, k. E., md, & yoon, t. R., md. (2016). Results of total hip arthroplasty after core decompression with tantalum rod for osteonecrosis of the femoral head, 8(1), 38-44. Http://dx.doi.org/10.4055/cios.2016.8.1.38. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported within a journal article during a hip arthroplasty an intraoperative femoral calcar fracture occured during broaching and required an additional cerclage cable. Attempts have been made and no further information has been provided.